Event description:
It was reported that one day post implant, the atrial lead exhibited noise that led to inappropriate mode switches. The patient was asymptomatic and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.